Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A user report has been received from läkemedelsverket (reference number: 6.6.2-2026-044239), it has been reported by a diabetic specialist nurse "...the pump did not brake/suspend the supply of insulin sufficiently and the patient woke up with unmeasurably low values both on the sensor and [capillary measurement]...[it] could have caused death or seriously deteriorated health." No information regarding treatment was provided.